Manufacturer narrative:
Additional mfg narrative, of the initial medwatch report indicated: code # 2692 - na. Code # 4019 - unlabeled. Physio-control evaluated the customer's device and verified the reported issue. Physio-control then tightened the battery wire harness to resolve the reported issue and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Additional mfg narrative, of the initial medwatch report should have indicated: code # 2692 - na code # 4019 - unlabeled physio-control evaluated the customer's device and verified the reported issue. Physio-control observed voltage drops during testing and found that the kepnuts securing the battery wire harness for battery well # 1 were not fully tightened. Thus, the battery wire harness was not fully attached to the battery pin assembly, which caused the reported issue. Physio-control then tightened the kepnuts for the battery wire harness to resolve the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during an event. No further details were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in an effort to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then tightened the battery wire harness to resolve the reported issue and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during an event. No further details were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in an effort to obtain additional information about the patient and the event; however, no response has been received.